Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the jolting did not resolve on it's own. It was reported that they "did the test in another MRI machine that didn't do what the other machine did." No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced jolting. They had an MRI about a year prior to the report. They thought it was just of the head or chest up. The MRI was not to detect anything wrong with the therapy or device (unrelated). Patient got jolted from the MRI. No further complications were reported or anticipated.